Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a procedure the sponges frayed into lint like pieces. No medical intervention or adverse consequences were reported with this event. No further information regarding this event is available.

Event description:
It was reported that during a procedure the sponges frayed into lint like pieces. No medical intervention or adverse consequences were reported with this event. No further information regarding this event is available.